Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not valid. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels were greater than 13.9 mmol/l while wearing the pod between 1 and 4 hours. The pod reportedly detached from the infusion site (abdomen), causing the cannula to dislodge and insulin to "run down" the patient's abdomen. As treatment, a new pod was applied successfully.